Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed the reported setscrew anomaly. A hole through the septum was found, which allowed blood to fill the setscrew inset. The wrench could not engage the inset due to the blood and the inset becamed stripped by attempts to tighten the setscrew.

Event description:
It was reported that during a lead revision procedure, the pulse generator exhibited a setscrew anomaly. The device was explanted and replaced. No patient symptoms were reported.